Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold resulting in loss of capture and high pacing impedance on the patient's right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient's condition was stable.